Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Line cracked in two separate areas. One by the butterfly flange at the base and again by the larger black line on the catheter. Delayed treatment. Repeated procedure. PICC removed, new site and device inserted after multiple attempts. Painful procedure, multiple attempts, post surgical procedure and required for care. Delay in pain medication infusion.